Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4092-52, implantable pacing lead, implanted: 2006-(B)(6), product ID 5076-45, implantable pacing lead, implanted: 2006-(B)(6), product ID fr995-23, aortic root heart valve implanted: 2006-(B)(6), (B)(4).

Event description:
It was reported that the device had a non-sustained ventricular tachycardia (nsvt) episode that was corrupted. The device remains in use. No patient complications were reported as a result of this event.